Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The device was returned and found to be stretched on one skive, consistent with the retraction difficulty reported. The device was returned with some components missing, but an image of the sensor from the time of removal from the patient anatomy indicated all components were present and were removed outside the patient. No product anomalies were identified.

Manufacturer narrative:
Corrected information: d4.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The implanting physician was unable to advance the delivery system to the left pulmonary artery due to sufficient resistance through the tricuspid valve and the right ventricle. Due to the low strength of the cardiomems guidewire, the physician needed to retract and start again. He could not retract the sensor back through the sheath so the sheath and delivery system were removed. Uncomfortable with reinserting the sensor, another sensor was inserted and advanced with difficulty to the right pulmonary artery. This sensor was successfully deployed. The implant was extended approximately three hours.